Event description:
It was reported that the left ventricular (lv) lead has exhibited numerous nonphysiological oversensing. It was also reported that the lv lead is implanted in the great cardiac vessel and lead is connected into the right ventricular (rv) pace/sense port. The rv sensitivity was reprogrammed and the rv sense polarity was changed from bipolar to tip to rv coil configuration, and the rv output was increased. It was further reported that the patient has since sent in a remote monitor transmission which did not show continued problems with oversensing, that had been observed prior to the programming changes. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1058t competitor implantable pacing lead 2007 (B)(6); 6949 implantable tachy lead 2007 (B)(6); 5867 implantable adaptor 2013 (B)(6). (B)(4).